Event description:
It was reported that the drug solution did not come out bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the drug solution did not come out

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.